Event description:
A vns patient was referred for replacement of their device. It was the battery was low, and the reason for explant was due to increase seizure activity. Generator replacement surgery occurred. An estimate of battery life was performed and did not confirm the battery was depleted. The generator was received and analysis was performed. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.632 volts and showed a low battery life indicator, but was not depleted. There were no performance or any other type of adverse conditions found with the pulse generator. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider was received. The cause of the increase in seizures was provided to be due to the low battery. The increase in seizures was not being caused by vns therapy, rather the battery failure (depletion) led to increased seizure activity. Settings prior to replacement were 1.5 ma/30 seconds on and 3 minutes off.